Event description:
Tech alleged that the bed had no head up function. No pt impact.

Manufacturer narrative:
The tech found the head up valve was not opening. The tech replaced the head up valve to resolve the issue.